Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 47 mg/dl. It was found the customer had treated their blood glucose with food. The customer's daughter also called back to report her mother's blood glucose was 32 mg/dl. Customer appeared to be lethargic as a result of their low blood glucose. The daughter also inquired how to reset her mother's insulin pump as there was an open circle on the screen. It was found the daughter did not rewind her mother's insulin pump before connecting it to her body. Customer was assisted with filling a new reservoir. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.